Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.5x48mm xience xpedition stent delivery system (sds) and the 2.75x48mm xience xpedition sds failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shafts separated. As the separations occurred outside the patient's body, the sds were withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another unspecified device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 2.75x48mm xience xpedition device referenced is being filed under a separate medwatch MFR number.